Event description:
The customer reported a possible check valve failure. The pump had been stopped due to an infiltration of the patient's IV. When the nurse went to hook up the new IV the ivpb bag of vancomycin was noted to be empty despite the pump being turned off. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.